Event description:
On postoperative day three patient had syncopal episode and fell sustaining laceration between great and second toe, which required 4 sutures, and hit chin. It appeared that the pacemaker box had shut self off and resulted in complete heart block. This happened twice.